Event description:
Customer is reporting a complaint on product 2532. (B)(4) is primary. (B)(4) is secondary. Customer states that product # 2532 are loosening on their own and need frequent tightening. The patient was able to loosen the restraint by pulling up on the restraint. The loosening is happening at the buckle where is it is used to tighten. Has happened with other patients as well currently they are tying a knot on portion distal to the buckle to prevent it loosening. (B)(4) confirmed the customer was using the product correctly. This is a product the customer has used for some time without any issues.

Manufacturer narrative:
H3: the product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. Instructions for use (IFU) warning states to before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if device is damaged or if unable to lock. The IFU also provided extra warning to not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. The IFU application instructions state to attach the female end of the quick-release buckle (short strap) to the frame that moves with the patient, out of the patient¿s reach (do not attach to side rail or head/footboard). You may also wrap the connecting strap once around the frame to move the buckle out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound, pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4). H3 other text: product not yet returned.